Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 534 mg/dl, 350 mg/dl, 279 mg/dl, 192 mg/dl, and 198 mg/dl. The customer took 1/2 a pill of glimepiride based on device results and still felt fine. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address loosening of the asr cup, which caused pain. Osteolysis was also reported.